Event description:
Reporter indicated that vns pt had passed away. Treating neurologist indicated that the pt died due to an episode of status epilepticus and that the pt was receiving vns therapy at the time of death. Treating neurologist indicated that the pt experienced a >25% increase in seizures with the vns therapy and that within the last 12 months, the pt averaged 100 secondary generalized seizures per month. No autopsy was performed.